Event description:
It was reported that the customer had two scratches on the screen of the insulin pump. Customer stated that the pump probably fell out of their pocket and scraped something. Customer's blood glucose level was 140 mg/dl. Customer stated that the pump is still functioning and they can still read the screen. Customer was advised to monitor the pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.